Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to missing instructions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use: proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock foley stabilization device if provided ¿ maintain a closed drainage system by utilizing preconnected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed." Correction: d, e, g, h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient with a latex allergy needed a foley catheter that was placed in the operating room. As a result of using the catheter the patient developed a rash. No medical intervention reported. It was noted by the surgical team that the foley contains latex. As this was a patient safety issue the customer suggested that the package needed to be more clear. As per the follow up via email on 12nov2020 the catheter was in use for just a few short hours placed just prior to going into the surgery. The rash was noticed by the surgical team while in the operating room. The catheter was pulled and replaced with the nrl sure step tray. The package did not indicate that the product contains the latex. The patient was known to have a latex allergy because of the lack of warning on the package the team thought it was a safe product to use for the patient with a latex allergy. The device would not need to be returned as they suggested that the lack of warning latex was present in the foley is a patient safety issue. It was noted that a latex warning should be on the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient with a latex allergy needed a foley catheter that was placed in the or. As a result of using the catheter, the patient developed a rash. No medical intervention reported. It was noted by the surgical team that the foley contains latex. As this was a patient safety issue, the customer suggested that the package needed to be more clear. As per the follow up via email on 12nov2020, the catheter was in use for just a few short hours, placed just prior to going into the surgery. The rash was noticed by the surgical team while in the or. The catheter was pulled, and replaced with the nrl sure step tray. The package does not indicate that the product contains the latex. The patient known to have a latex allergy and because of the lack of warning on the package the team thought it was a safe product to use for the patient with a latex allergy. The device would not need to be returned, as they suggested that the lack of warning latex was present in the foley is a patient safety issue. A latex warning should be on the package.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device was not returned.

Event description:
It was reported that the patient with a latex allergy needed a foley catheter that was placed in the operating room. As a result of using the catheter the patient developed a rash. No medical intervention reported. It was noted by the surgical team that the foley contains latex. As this was a patient safety issue the customer suggested that the package needed to be more clear. As per the follow up via email on 12nov2020 the catheter was in use for just a few short hours placed just prior to going into the surgery. The rash was noticed by the surgical team while in the operating room. The catheter was pulled and replaced with the nrl sure step tray. The package did not indicate that the product contains the latex. The patient was known to have a latex allergy because of the lack of warning on the package the team thought it was a safe product to use for the patient with a latex allergy. The device would not need to be returned as they suggested that the lack of warning latex was present in the foley is a patient safety issue. It was noted that a latex warning should be on the package.